Manufacturer narrative:
Three days following the ekos treatment, the patient was diagnosed with worsening bleeding/abdominal wall bleeding. The patient was hospitalized and required a transfusion. This patient had pre-existing left groin and left lateral abdominal wall hematomas. This clinical study sae (worsening bleeding/abdominal wall bleeding) is considered to be related to the procedure, tpa and anticoagulant. The pi assessed the relationship to the ekos device as unknown. Hemorrhage and hematoma are potential complications listed in the IFU. No additional information will be available.

Event description:
Subject (B)(6) is a retrospective patient enrolled in (B)(6). This patient is a (B)(6) female that was treated for a unilateral pe on (B)(6) 2016. The treatment time and dose was not documented. The planned therapy was completed. On (B)(6) 2016 (3 days post procedure), the patient was diagnosed with worsening bleeding/abdominal wall bleeding. This patient had pre-existing left groin and left lateral abdominal wall hematomas. The patient experienced a drop in hgb >2 g/dl. The left groin hematoma noted to be enlarging. The patient was hospitalized and required a transfusion. The principle investigator assessed the event as serious and probably related to the interventional procedure, thrombolytic drug and anticoagulant drug. The pi assessed the relationship between the event and the ekos device as unknown. The patient recovered and the sae resolved on (B)(6) 2016.